Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was (B)(6) 2026.

Event description:
No additional information received from the customer.

Event description:
Additional information was provided by the customer: the scope communication error code that displayed was b30.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of b5 field corrected fields: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had communication error. The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.